Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During an unknown procedure, it was reported that the when setting the anchor and passing the wire, the suture was found to be broken.

Manufacturer narrative:
Examination is not possible, as the device has not been returned, however a photograph was provided. The photo shows a length of suture in a plastic bag. Examination of the photograph is inconclusive. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.